Manufacturer narrative:
(B)(4). Additional concomitant medical products: femoral component, catalog #: 00576401452, lot #: 60779322; stemmed tibial component, catalog #: 00598003701, lot #: 60734231. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any information or conclusions, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an initial knee procedure. Subsequently, the patient was revised due to instability. The poly came out with the femur as the poly locking mechanism may have malfunctioned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Implant date: approximately 10 to 12 years ago. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of articular surface exhibits signs of wear (nicked, gouged, micromotion, discoloration). Device meets specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package inserts for nexgen cr-flex and lps-flex fixed bearing knee: instability and disassociation are known adverse effects of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.